Event description:
Nidek received a complaint from customer on (B)(6) 2014. Doctor reported that the yc-1800 sn (B)(4) has not been functioning correct for a while. Doctor mentioned that he had noticed pitting lens during the laser surgery with this unit.

Manufacturer narrative:
The device has not been returned to nidek. However the field service engineer will do the inspection at the customer site. The inspection is not done yet so the results of evaluation are not available. Nidek contacted the customer to verify the complaint. Doctor mentioned that though he had seen pitting lens cases so far there is no injury or any adverse event to the patient. The patient have been doing fine. Doctor also reported that the problem has been there for past two years however it is difficult to estimate the total number of patients. Nidek could not confirmed the number of patients affected. Nidek will submit one single MDR for this event at this time. If additional significant information is received at a later date, a follow-up report and additional MDR will be submitted for additional confirmed event. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.